Event description:
It was reported that after successful implantation of a 6.0x150 mm supera stent in an unspecified lesion, the tip of the stent system separated and became lost in the patient anatomy. Reportedly, the separated tip was able to be located and retrieved from the patient anatomy using a snare device. The final patient outcome was good. There was no adverse patient sequelae. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional reported information indicates that the lesion was located in the left femoral artery with mild calcification and the vessel diameter was 6 mm. A 6 mm unknown balloon dilatation catheter was used for pre-dilatation to prepare the lesion. Reportedly, at the end of the stent deployment, a portion of the stent was released inside of the introducer sheath. The thumb slide was fully retracted to the start position and the system and deployment levers were unlocked prior to the tip detachment. There was in-stent restenosis of a non-abbott stent noted; however, no other issues were noted during deployment of the supera stent.

Manufacturer narrative:
(B)(6). Evaluation summary: failure to follow steps/instructions - per the supera instruction for use, the recommended pre-dilatation diameter for a 6.0 mm stent is greater than 6.7 mm balloon. If recommended vessel diameter cannot be gained, optimal stent deployment may not be achieved and revised stent sizing should be considered. The device was returned and the reported tip detachment was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the job traveler for the reported lot revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database and a review of the historical data revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.